Event description:
A customer contacted beckman coulter inc. (Bci) to report a burning smell and smoke on the allegra 6r centrifugation instrument. No injury was reported.

Manufacturer narrative:
A field service engineer (fse) replaced the broken condenser motor fan. Fse confirmed the instrument was operational. The instrument was manufactured in 1998.